Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure when the pacing lead was connected to the implantable pulse generator (ipg) the patient experienced ventricular fibrillation and the patient's body violently flipped. Defibrillation first aid was performed. The implantable pulse generator (ipg) was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patients "physical and mental function is not good" and they had spontaneous ventricular fibrillation (vf). There was no allegation against the device.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.